Event description:
The sales representative through our kit booking specialist, an event of breakage of the product involved. No adverse consequences reported by the customer.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital. If additional information becomes available, then it will be submitted in a supplemental report.